Event description:
Per medwatch report: "sleeve to applied medical gelport ripped. Unable to keep seal. New gelport opened."

Manufacturer narrative:
Applied was notified of complaint by receipt of a medwatch report from FDA. Customer complaint and device involved in incident have not been submitted to applied medical. Applied is in the process of obtaining additional info from the customer. Upon completion of our investigations, we will provide a follow-up report.